Event description:
It was reported that this right ventricular (rv) lead presented intermittent loss of capture and low out of range impedance measurements and when examined by echocardiogram, it was found to have caused a perforation, so it was explanted. A new device was implanted. No additional adverse patient effects were reported.